Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. As no specific alarm was reported the alarm could not be identified but the following alarms were noted: low drain volume (ldv) alarm, check lines and bags (clb) alarm, and a system error (se) 0008. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review revealed there are no nonconformities, rework activities, or first pass test specification failures related to this complaint. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified problem occurred with the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.